Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized. The lesion being treated was in the right coronary artery (rca). The physician attempted to cross the lesion with a 3.0 x 18 mm cypher without success. The physician then predilated the lesion with a 3.0 x 11 mm stormer balloon. The physician attempted to cross the lesion with the cypher stent but was again unsuccessful. The physician then advanced a taxus ex express2 8.8% 3.0 x 16 mm drug eluting stent to the lesion. It was then noted that the stent had come off of the stent delivery device. The physician was then unable to locate the stent. The physician then removed the 6 fr sheath and placed a 7 fr sheath in the right femoral artery. The physician then dilated the lesion again with a 3.25 x 11 mm stormer balloon and then deployed a cypher 3.0 x 13 stent successfully. There were no pt injuries reported.